Event description:
As reported by the patient¿s attorney, a xenform® soft tissue repair matrix (MFR report #3005099803-2017-01582) and a polyform® synthetic mesh were implanted into the patient on (B)(6) 2015. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.